Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user patient contacted lifescan (lfs) USA alleging that their one touch ultralink meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 at ¿11:30-noon.¿ the patient manages their diabetes with insulin (self-adjuster) and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient stated that ¿2-3¿ hours after the error message appeared they developed symptoms of ¿tired, overwhelmed and high blood glucose¿. The patient denied receiving any form of treatment due to the alleged product issue. At the time of troubleshooting the cca noted that the meter was not in use for the first time. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.